Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that there may be a possibility of a symptomatic seizure due to a brain lesion during the operation.

Event description:
It was reported that the patient had a gtc type of seizure in (B)(6) 2023. This resulted in in patient hospitalization and emergency room visit. The admission was for supportive care. Interventions included medications administered. They had an ECG done and had sinus tachycardia. Laboratory testing as well had bilirubin, results 2.7. Ast, results 72. Ldh, results 641. Etiology indicated the relationship of the event to the device or therapy is possible. The patient was discharged after conservative care.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received providing conflicting information regarding relationship to device. It was indicated the etiology was possibly related to the device or therapy and also this was not related to the device or procedure. The event was resolved. No further actions were taken besides medication administration on (B)(6) 2023.